Event description:
Breakage of atn at distal dynamic slot.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.